Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2020-00719 and 3006705815-2020-00720. It was reported the patient complained the scs system did not provide adequate pain relief despite multiple reprogramming attempts by the abbott representative. Consequently, the patient's scs system was removed.